Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's investigation. The device was returned to olympus for inspection and the reported issue was confirmed. The issue reported was found to be due to water droplets are adhering to the insertion tube. Additionally, the following reportable malfunctions were identified during the device evaluation: surface of the insertion tube was slightly scratched, cable of the up board was worn-out. The cause of a component failure of the insertion tube could not be determined. The most likely cause is physical damage due to contact with other equipment during reprocessing or transportation or storage. The cable of the board was worn-out. This event is caused by a component failure of the video connector. The cause of a component failure of the video connector could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the rigid video scope showed marks resembling water stains on the surface of the endoscope. The issue was found during the acceptance on arrival, the procedure was completed with a substitute device. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.